Manufacturer narrative:
(B)(4).

Event description:
It was reported that a prompt for an invalid transmitter ID occurred. Data was provided for evaluation and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found. However, signal loss greater than one hour was found within the investigation window. The reported event of an invalid transmitter ID is reportable based on the finding of signal loss greater than one hour. No injury or medical intervention was reported.